Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
"I was placing a PICC and once it was all secured the line was leaking at connection point. Not sure if it is t piece and or the PICC so I placed both in the bag."

Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. One sample was returned for review. Visual inspection found signs of use but there was no damage found to the catheter or catheter hub. A hemostat was used to crimp the tubing and functional testing of the catheter did not find any leakage issues. Since the reported issue could not be duplicated with the returned device, establishing a root cause is not possible. Since the reported issue could not be duplicated with the returned device, establishing a root cause and an appropriate corrective action is not possible. Additional information provided in d.9., h.3., h.6. And h.11.